Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit stopped ventilating during patient use. The patient desaturated to 64%. The patient was switched to manual ventilation while the expiratory valve was replaced. Once the expiratory valve was replaced, patient was reconnected to the ventilator and the case was completed.

Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. Based on analysis of the available information from the log and complaint data, it cannot be determined whether the exhalation valve, the exhalation flow sensor, or the entire exhalation valve assembly (eva) was replaced. The complaint data states the exhalation valve was replaced, whereas the log documents errors related to the events indicating the flow sensor was removed. Based on the logs and input from the complaint, there is no hardware nor software fault identified. Completion of the customer questionnaire was declined, and ge healthcare did not receive the eva used in the case. The device logs indicated the device performed as designed, including alarming appropriately. However, it is unknown how the patient became disconnected from the ventilator. The device was calibrated several times, tested on a test balloon, and the malfunction could not be produced. Based on the available information, the root cause cannot be determined.